Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the product information. Therefore, no information was captured for model #, lot # and expiration date. And device manufacture date could not be determined.

Event description:
The customer reported that she called paramedics as she was feeling hypoglycemic. When paramedics arrived, comparison testing was performed between the customer's contour next ez meter and paramedics meter with 2 minutes. The reading on the contour next ez meter was 40-50 mg/dl higher compared to that obtained on the paramedics meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kits were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Since the product details were not provided, in-house testing could not be performed and a device history record for the device could not be reviewed.